Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb charging cable and wall adapter. The pump was able to charge successfully while plugged into an alternate usb cable and alternate wall adapter. Additionally, the pump battery was observed to be depleting quickly. The charging issue and the battery depletion issue resulted in the pump battery fully depleting and the pump shutting off. The customer was hospitalized for diabetic ketoacidosis with blood glucose (bg) of 520mg/dl. Customer was treated with insulin drip to resolve bg level. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.